Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient came into the clinic without an appointment stating she thinks her deep brain stimulator (dbs) battery is dying and not working. She is having a difficult time walking. No changes in medication or increased stress. Patient admits to fall out of bed about once a month because she tosses and turns a lot during sleep. Diagnostics/troubleshooting included status of device and impedances were checked. Device is on charge at 75%. Slightly high impedance is showing on contact 0 measuring at 4177 ohms however this contact is not currently activated or being used for therapy. Interventions/actions included a neuro exam on her and may send out for some labs and tests as she does not believe this is related to the dbs since the device is still working. The issue is not yet resolved. No further complications were reported or anticipated with this event.